Event description:
It was reported that a customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.